Event description:
It was reported that the user forgot to inform the ilet pump of a new infusion set for approximately five hours, resulting in no insulin delivery and prolonged hyperglycemia, consistent with a use-of-device problem involving infusion set and cartridge handling and incorrect supply change steps. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact beyond elevated glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue aligned with a use-of-device problem without a specific device component failure code available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.

Manufacturer narrative:
Initial.